Event description:
Healthcare professional reports 3 cracked venous headers; 2 were noted during pt use and 1 was noted during reprocessing of the dialyzer. Dialyzers were reused 14 - 24 times. Healthcare professional reports estimated blood loss of 200cc and no pt injury or medical intervention required.